Event description:
Patient with indwelling portex extended tracheostomy tube in situ developed large cuff leak and required change of tracheostomy tube. Replacement trach inserted over a wire. After tracheostomy inserted over wire patient coughed j tip straightener into mouth. It would seem that straightener introduced into airway during procedure and then coughed up by patient. Post procedural chest x-ray showed no pneumothorax and no other retained foreign body.